Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient orders were delayed for the last two hours. A technical support specialist (tss) documented that access was established to the enterprise server environment and diagnostic review tools were used to assess system status. The tss reviewed system downtime information and confirmed that pharmacy staff had manually placed all devices into critical override mode. The tss verified that no patient or order notifications were visible on the hospital system view and confirmed that message transmission and processing had occurred earlier, but that no new orders had been received for a period of time. The tss validated that system communication was active and that data publishing to connected subscriptions was occurring, indicating recovery of processing activity. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient orders were delayed, and the pharmacist manually placed the devices in critical override mode. However, there were no delays or adverse events or injuries reported based on this event.